Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer reportedly did not complete the air removal step and did not use room temperature insulin when filling the cartridge. Customer was instructed to fill cartridges with room temperature insulin, and was educated on the air removal process per the user guide. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text: device not returned.